Event description:
Report received of a tubing separation. It was reported that during set up, the tubing separated immediately below the cassette. The customer reported that there was no pt involvement.